Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently experienced resistance when filling multiple cartridges. The customer was unable to confirm if there was a blunted needle tip or if septum material was stuck in the needle tip. The customer stated that in order to resolve the issue, customer would change the cartridge and the needle tip, and sometimes just change the needle tip. There was no known impact to the customer's blood glucose level.